Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader mfgc118-t1818 has been returned and investigated. Visual inspection has been performed on the returned reader, and no damage was observed. Customer reported for ¿the reader got unusually hot". The reader was observed to be hot when connected to cable. Visual inspection was performed on the usb charger and charging cable and no issues were observed. Opens or shorts were not observed. Usb charger and charging cable passed testing. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and it was observed that the reader was overheating when connected to cable. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device. The reader, adc usb charger, charging cable, and power adapter were returned.no anomalies were observed on the pcba (printed circuit board) of the returned reader. The uploaded reader log file was reviewed. No issues were¿observed.¿ the returned reader was brought to the bench to perform functional testing. The returned cable passed cable testing. Returned adapter voltage was observed to be within the specified range. The returned adapter passed the adapter load tester. The returned battery voltage was measured; however results were not within specification. A known good battery was used for the remainder of the testing. The returned reader was successfully turned on with button depression, charging cable, and test strip insertion using a known good battery. A reader self-test was successfully performed. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader; however results were not within the required specification range for reader with an stm processor which indicated that the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu (central processing unit), u5 and, u13 components during the inspection, indicating that the three components on the returned reader were contributing to the excessive electrical current drain. A voltage was observed on r100 pulldown resistor; any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. The excessive current drain and hotspot observed were known symptoms of a reader that has been supplied with excess current through its charging function using a non-abbott supplied power adapter. The reported customer field event of the "reader too hot to hold" was observed. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter may result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.